Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's left ventricular (lv) lead was found to have dislodged through x-ray imaging resulting in loss of capture. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the dislodgement was alleged to be due to patient anatomy.

Manufacturer narrative:
The reported events were dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.